Manufacturer narrative:
Investigation summary: this type of event has been previously investigated. Infection is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance. Patient remains ongoing with the device. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Patient weight was not provided. Approximate age of device - 1 year and 2 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient was admitted for abdominal pain and broken teeth. CT scan was done for concerns of fluid collection at counter incision site. Driveline with scant brown drainage, no odor or erythema, tender to palpation. Anticoagulation placed on hold, IV vancomycin and piperacillin/tazobactam started. Two blood cultures were obtained. Tmax 102.8 overnight on (B)(6) 2019, down to 100 with acetaminophen on (B)(6) 2019. Blood culture 1 of 2 positive for cocci in clusters.